Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: one call service 054 alarm was observed in the pump's black box history. The returned battery cap threads were found to be stripped/damaged. The battery compartment was found to be cracked on the side at the threads. Moisture corrosion was observed inside the battery compartment. A pump case crack was observed near the upper right corner of the display lens. A leak test was performed and battery compartment, pump case, and display lens leaks were found. The pump case was removed and moisture corrosion was found throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.